Event description:
Rn reported patient's catheter tubing was changed 3 months before event date. At that time, a pinhole was noted to be in the pd extension tubing about 1/3 of the way down the tubing from the connector. A sample of effluent ws sent for a cell count and culture and sensitivity. Patient was treated prophylactically with antibiotics, but did not develop peritonitis. The cell count as of today is reported as 36. Patient is currently without signs or symptoms of infection. The actual sample is available for evaluation.